Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages / asystole events) has been confirmed. Upon evaluation, the electrode belt trunk cable connector was broken, exposing wires. The wires were cut and damaged. The exposed and damaged wires are a result of the broken connector. The root cause of the broken connector cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device would not stop bonging for adjust belt messages. When customer support asked the pt to download, a few asystole events were also noted. The pt was provided with a replacement electrode belt.